Manufacturer narrative:
Zthe impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported a 56-year-old male with acute myocardial infarction/cardiogenic shock was implanted with an impella cp for mechanical circulatory support. It was reported that pulses in the patient¿s bilateral extremities were not present. Additionally, there were ongoing suction alarms and the pump was not in the proper position. The medical staff decided to explant the pump and a thrombus was observed coming out of the access site. The patient survived the event.

Manufacturer narrative:
The investigation for the limb ischemia, low pump flow, and positioning issues has been completed. Product was returned in damaged condition (without pump plug). Visual inspection found biomaterial inside the pump housing. No other issues were found on the rest of the pump. Data logs were reviewed which showed 14.5 hours into support, low flow occurred that triggered suction alarms. This event remained to the rest of the case.the root cause of the low flow was biomaterial ingestion. The root cause of the limb ischemia could not be determined without additional clinical details. The root cause of the positioning issue could not be determine without additional details. F6/f8 should have been left blank in the initial report.